Manufacturer narrative:
Pump passed the displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed software error detected alarm (line number 5632 file number 2005) and the motor arm cannot communicate with the main arm alarms due to a software error. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found on pin 1 and 6 of the u1 ambient light sensor.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose level was 323 mg/dl. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that self test was passed. The device will be returned for analysis.